Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a proglide device using a 6f sheath after a non-abbott pacemaker procedure. Reportedly, a suture break was noted when the plunger was removed. A new proglide device was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a proglide device using a 6f sheath after a non-abbott pacemaker procedure. Reportedly, a suture break was noted when the plunger was removed. A new proglide device was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to the initially filed report, the following additional information was received: the suture break occurred while advancing the knot. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported suture separation was not confirmed as a portion of the suture was not returned for analysis. Production record and corrective and preventive action (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific quality issue. Based on the information provided, a definitive cause for the reported issue could not be determined. The subsequent treatment appears to be related to circumstances of the procedure. Factors that may contribute to suture separation during knot advancement include, but are not limited to, user error (pushing more than tensioning the rail limb, lever deployed early or excessive suture tension) or suture/ nick damage. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.